Event description:
Device #1--introducer sheath in kit did not work properly. Tab at top of sheath tore off leaving surgeon with nothing to grasp to complete splitting the sheath. A clamp was used to complete the process. Device #2--peel away sheath broke at wing portion 1/2 way through peel.